Manufacturer narrative:
Pc-(B)(4). Batch # unk. Only event year known: 2018. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color cartridge was used? Were there any issues with the device in the initial procedure? What was done to treat the patient prior to the patient¿s death? Where there any staple formation issues noted throughout the care of the patient? Can you provide a timeline of the event? What was determined to be the cause of the patient¿s death? Did the patient have other potential co-morbidities? Does the surgeon allege deficiency with the device that may have caused or contributed to the patient outcome?

Event description:
It was reported that after a gastric bypass, using our ecr60/gst60 cartridges and long60a . The patient got discharged ,but after 3-4 days patient again got admitted and diagnosed jaundice ,3-4 days later he got expired. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?: yes. Was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Diagnosed jaundice . Patient status/ outcome / consequences. Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient got expired.